Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient who sees a "smudge" in his vision following an intraocular lens (iol) implant procedure. The patient went for a second opinion elsewhere, underwent a yag laser, however, with no improvement. The reporting surgeon noted a subtle retina finding on infrared fundus photos that may explain his symptoms. The lens remains implanted.

Manufacturer narrative:
(B)(4).